Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a breast surgery, there was no issue noted with the pencil, but the patient had two 1st degree burns on the left breast with a width of a pencil. The burn location was where the metal deaver retractor was in contact with the patients skin, it was treated with burn ointment.